Event description:
It is reported that a customer experienced no delivery alarm on their insulin pump a couple times a month. The customer was sent different infusion sets to try which should help resolve the issue with the no delivery alarms. The customer blood glucose was 150 mg/dl. The customer called in about a broken belt clip and requested a new one to be shipped to them. The customer was sent a new belt clip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.